Manufacturer narrative:
As the system will not be returned no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads were explanted due to an infection. The system will not be returned.